Event description:
An optometrist reported that approximately two weeks following bilateral lasik surgery, the patient presented with dry eyes and superficial punctate keratitis (spk) in both eyes. Trace microcystic edema was noted in the left eye. The patient reported blurred vision, discomfort, fluctuating vision, and felt like there was a smudgy contact lens in his eye throughout the day. The steroid drops were increased. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts to obtain additional information have been made. No new information has been received. (B)(4).